Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma and rapid, significant change in size of one breast, and "high concern" of patient.

Event description:
Healthcare professional reported unknown side late seroma and rapid, significant change in size of one breast, and "high concern" of patient. Device has been explanted.